Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('an ultrasound revealed that portions of the essure device migrated to uterus'), device expulsion ('an ultrasound revealed that portions of the essure device migrated to uterus'), fallopian tube perforation ('right essure coil may have perforated tube and is next to tube.'), pelvic pain ('persistant pain / pelvic cramping') and pulmonary embolism ('right pulmonary embolism') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, back pain, allergic rhinitis, pulmonary thromboembolism, allergic bronchopulmonary aspergillosis, tonsillitis, tonsillectomy, decreased activity, fatigue, nausea, vomiting, weight loss, polycystic ovarian syndrome, pelvic pain female, menorrhagia, night sweats, tendency to bruise easily, dysmenorrhea, menstruation irregular, hot flashes, hypothyroidism, hypothyroidism, menstrual disorder nos, endometriosis, heavy periods, right lower quadrant pain, ovarian cyst, pregnancy test urine negative, mood altered, spotting vaginal, libido decreased, acne, abdominal bloating, constipation, gas, heartburn, rectal bleeding, appetite lost, headache, cough, dyspepsia, chronic cystitis, kidney stones, lung neoplasm, micturition urgency, irritable bowel syndrome, colonic polyp, trigonitis, dysuria, urinary tract infection, cystourethroscopy, depression, esophagitis, nephrolithiasis, vaginal discharge, pelvic pain, vaginal odor, multigravida, parity 2, dysfunctional uterine bleeding, leukorrhea, difficulty breathing, chest pain, gastroesophageal reflux disease, pulmonary embolism, throat pain, weakness, malaise, double vision, decreased appetite, nickel sensitivity, hypercoagulation, augmentation mammoplasty, dizziness, joint swelling, allergic bronchopulmonary aspergillosis, pelvic infection, endometrial ablation, migraine, leukopenia, neutropenia and flatulence. Previously administered products included for an unreported indication: prenatal, vit b12, phenergan, zofran and phenergan. Concomitant products included levonorgestrel (mirena) since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding / irregular bleeding"), pulmonary embolism (seriousness criterion hospitalization), painful respiration ("painful breathing"), dyspnoea ("shortness of breath"), dizziness ("dizziness"), insomnia ("unable to sleep in a flat position"), abdominal distension ("bloating"), fatigue ("fatigue") and mood altered ("mood alterations"). The patient was treated with surgery (laparoscopy, bilateral salpingectomy, removal of bilateral essure coils, on (B)(6) 2020 underwent a total hysterectomy and on (B)(6) 2019 undergo laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, device expulsion, fallopian tube perforation, pelvic pain, genital haemorrhage, pulmonary embolism, painful respiration, dyspnoea, dizziness, insomnia, abdominal distension, fatigue and mood altered outcome was unknown. The reporter considered abdominal distension, device breakage, device expulsion, dizziness, dyspnoea, fallopian tube perforation, fatigue, genital haemorrhage, insomnia, mood altered, painful respiration, pelvic pain and pulmonary embolism to be related to essure. The reporter commented: coils protruding into uterine cavity on right side 2 coils protruding into uterine cavity on left side. The patient had mirena - levonorgestrol iud 52 iud inserted. Lot number: tu018fg.expiration date: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: based upon essure criteria there has been satisfactory placement of the essure coils bilaterally with bilateral tubal occlusion.. Ultrasound scan - on an unknown date: portions of the essure device migrated to uterus. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: fallopian tube perforation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-jun-2021: medical record received: event 'right essure coil may have perforated tube and is next to tube'. Medical history, concomitant device, lab data, patient's date of birth, patient demographic, reporter information, rcc were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('an ultrasound revealed that portions of the essure device migrated to uterus'), device expulsion ('an ultrasound revealed that portions of the essure device migrated to uterus'), pelvic pain ('persistant pain / pelvic cramping') and pulmonary embolism ('right pulmonary embolism') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding / irregular bleeding"), pulmonary embolism (seriousness criterion hospitalization), painful respiration ("painful breathing"), dyspnoea ("shortness of breath"), dizziness ("dizziness"), insomnia ("unable to sleep in a flat position"), abdominal distension ("bloating"), fatigue ("fatigue") and mood altered ("mood alterations"). The patient was treated with surgery (on (B)(6) 2020 underwent a total hysterectomy and on (B)(6) 2019 undergo laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, device expulsion, pelvic pain, genital haemorrhage, pulmonary embolism, painful respiration, dyspnoea, dizziness, insomnia, abdominal distension, fatigue and mood altered outcome was unknown. The reporter considered abdominal distension, device breakage, device expulsion, dizziness, dyspnoea, fatigue, genital haemorrhage, insomnia, mood altered, painful respiration, pelvic pain and pulmonary embolism to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: portions of the essure device migrated to uterus. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('an ultrasound revealed that portions of the essure device migrated to uterus'), device expulsion ('an ultrasound revealed that portions of the essure device migrated to uterus'), pelvic pain ('persistant pain / pelvic cramping') and pulmonary embolism ('right pulmonary embolism') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding / irregular bleeding"), pulmonary embolism (seriousness criterion hospitalization), painful respiration ("painful breathing"), dyspnoea ("shortness of breath"), dizziness ("dizziness"), insomnia ("unable to sleep in a flat position"), abdominal distension ("bloating"), fatigue ("fatigue") and mood altered ("mood alterations"). The patient was treated with surgery (on (B)(6) 2020 underwent a total hysterectomy and on (B)(6) 2019 undergo laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, device expulsion, pelvic pain, genital haemorrhage, pulmonary embolism, painful respiration, dyspnoea, dizziness, insomnia, abdominal distension, fatigue and mood altered outcome was unknown. The reporter considered abdominal distension, device breakage, device expulsion, dizziness, dyspnoea, fatigue, genital haemorrhage, insomnia, mood altered, painful respiration, pelvic pain and pulmonary embolism to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: portions of the essure device migrated to uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.